Event description:
A nurse from the user facility reports a scratch was noted on the intraocular lens following insertion. Enlargement of the incision was required to accomodate removal and replacement of the lens. Additional information has not been requested.

Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. Both haptics were bent in the gusset and distal area, the lens optic was torn/split (possibly cut) into two pieces and a portion of the optic was scraped. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. There have been no other complaints received for this lot number.